Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage test failed. Share log review showed loss of connection within the investigation. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The reported event of loss of connection was confirmed. The root cause was determined to be a low transmitter battery.